Event description:
New information received notes that lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.4-6.8cm and 10.1-10.4cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at these locations. This is consistent with the observation from the field of noise leading to inappropriate therapy.

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy due to lead noise. Noise was not reproducible with isometrics. Programming changes and lead revision were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.